Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened escape and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had issue with act button. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. A subsequent report was submitted to correct that date, however, it was submitted without the date. The correct date has been included with this report.